Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown - e1 ringloc acetabular liner 36 mm ¿ unknown; 105423 ¿ acetabular lock ring - 332340. Therapy date: (B)(6) 2015. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06461, 0001825034 -2018 -06467.

Event description:
It was reported patient underwent left hip revision approximately 6 years post implantation due to pain. It was found that the liner was damaged causing disassociation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of op notes confirm that patient was seen for increasing pain, and decreasing function. Catastrophic failure noted on x-ray. Femoral head appeared eccentric and signs of failure in the locking ring apparent. During the revision, the head was severely burnished and was removed. The stem was well-fixed, it was removed; a new cup was implanted with appropriate anteversion abduction angle. No further complications noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.